Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and syncope. It was also reported that the right ventricular (rv) lead exhibited high thresholds resulting in early battery depletion on the implantable pulse generator (ipg). The ipg was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.